Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed accuracy test. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the pump module that had failed accuracy test test was confirmed and replicated during the investigation. The device was fully evaluated, and the issue is being attributed to the top-left bezel boss insert being lifted. The external and internal inspections were performed on the suspect device. Internal inspection revealed the left upper bezel boss insert was lifted; however, the presence of tamper-evident torque cement on the two (2) required mechanism screws on the bezel confirmed that it had not been altered after bd production or the san diego repair center. A review of the pump module event log revealed no infusions were programmed on the reported date. A review of the pump module error logs showed no errors or malfunctions that were related to the reported issue. The event log from the suspect pump module does not provide information about when the user accessed maintenance mode. Furthermore, it is not possible to confirm whether maintenance mode was accessed via the pcu, as the pcu and its associated logs were not returned for investigation. A calibration test was attempted on the suspect pump module using the alaris system maintenance (asm v 12.3) software; however it was not successful. The device¿s measured vpmr value of 152.1 was found to be out of range and required repair, the device could not be calibrated. A known-good bezel assembly from the dchu facility was temporarily installed in the suspect device for testing purposes only. Additional calibration was performed, the suspect pump module passed obtaining an error of 0.2608 being within of the acceptable error ± 3.400 after being calibrated successfully. Bd alaris system user manual (v 12.3) states: do not modify this device. Modifying the device could affect the safety and efficacy of the bd alaris system. Do not use a device that appears to be damaged. Send the device to biomedical engineering for repair (see inspection requirements on page 366). Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm (see inspection requirements on page 366) . The device cases should only be opened by qualified personnel using proper grounding techniques. There was no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed accuracy test. There was no patient involvement.